Event description:
Consumer called stating that 2 caster spikes allegedly broke away from the center hub on his trex28r manual wheelchair.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model trex28r, serial number/date (B)(4) is approximately 1 year 7 months old. The owner's manual part number 1110546 rev f (aug-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's preexisting medical condition states that the consumer tore a tendon above the knee and had surgery. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer has been utilizing this device for approximately 3 - 4 weeks due to surgery for a torn tendon above his knee. The trex28r manual wheelchair was borrowed from a relative. No injury alleged. The malfunction has not been confirmed.